Event description:
A patient reportedly blood glucose results of 12.6 mmol/l, 12.4 mmol/and 19.9 mmol/l with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds th expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.